Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer could not fully insert the syringe into the cartridge; this occurred with multiple cartridges. The customer's blood glucose level was not impacted. The customer loaded a new cartridge to resolve the issue.